Manufacturer narrative:
Device analysis report attached. This report is submitted on march 27, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain and headache. It is unknown if there are plans to reimplant the patient as of the date of this report.